Manufacturer narrative:
This is an initial report. The customer's transmitter was sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
While performing an investigation on a customer's freestyle navigator transmitter , a crack was observed near the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
On (B) (6) 2010, PICC line inserted. At approx 0350, on (B) (6) 2010, infant developed spontaneous bradycardia with heart rate between 70 and 110. Required o2 at 35% to maintain adequate o2 saturations, but heart rate would not improve; infant was intermittently hypoxic. A dose of epinephrine administered heart rate increased to 140. Infant developed profound bradycardia, heart rate in 30 - 50's, and then became asystolic. Md able to witness electrical activity without auscultable cardiac sounds. Pericardiocentesis produced approximately 1 ml of milky fluid, which appeared to be consistent with tpn. Echocardiogram confirmed the evidence of a pericardial effusion and under ultrasound guidance md was able to remove approx 7 ml of what appeared to be chylous fluid. Despite resuscitative efforts, infant expired. Md suspects infant developed a cardiac tamponade secondary to a pericardial effusion resulting from the migration of the PICC catheter.

Manufacturer narrative:
Customers transmitter (B) (4) was returned and investigated. Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(4).